Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a piece of a smiths medical jelco® acuvance® safety i.v. Catheter broke off and remained in the patient. An x-ray was ordered and performed, noting the piece of needle was near the patient's elbow. The sample was obtained for evaluation. There were no further adverse patient effects reported.